Event description:
Intra-operatively, impedances were in 800-900 ohm range. When the pt was placed supine all impedances were greater than 40,000 ohms when tested at 3.0v. The outcome is unk. Further info is being requested at this time.

Manufacturer narrative:
(B)(4).